Event description:
It was reported that during an unknown procedure, the joint of the device was bent and the radian of the both side was not equal. The surgeon changed another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the atw45 device was received with the articulation mechanism damaged. The device was received with a white cartridge reload loaded in the device. The cartridge was received fully loaded with staples. The returned device was tested for functionality with the returned reload and test reload on the three articulated positions; when fire to the left the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.